Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of one-link non-dehp standard bore catheter extension sets leaked during patient infusion. The reporter stated "it looked like the hub was defective and would not screw sufficiently". It was further reported that the hub that was connected to the IV catheter got disconnected that resulted in a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.